Event description:
Supplemental report is being submitted due to the completion of the investigation on 16mar2023.

Manufacturer narrative:
Device evaluation: 1 x zebd -5-10 of lot number c1962865 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 18 oct 2022. On evaluation of the device the device was noted to have the stent and pigtail straightener returned in correct orientation. Kinks observed on the 2nd and 5th portholes of the pigtail curl on the tapered end. A 0.035 inch wire guide does not pass the kinks. Document review: prior to distribution all zebd-5-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-5-10 of lot number c1962865 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1962865. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. Therefore, resulting in the wire guide being unable to be passed through the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Description of event: the user straightened the pig tail using the straightener and attempted to advance it over a wire guide (piolax' revowave 0.035") but the wire would not pass through the stent lumen. He confirmed a kink in the pig tail part. He replaced it with another zebd-5-10 (lot unknown) to complete the procedure. Lab evaluation complete on (B)(6) 2022. Visual inspection: stent and pigtail straightener returned in correct orientation. Kinks observed on the 2nd and 5th portholes of the pigtail curl on the tapered end. Functional inspection: 0.035-inch wire guide does not pass the kinks. Patient outcome: the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: for all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact already stated in patient/event info tab. 2 what was the target location for the stent? Bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored horizontally in a box. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? * already stated in patient/event info tab. 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. Est 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use) was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? Was resistance encountered when advancing the stent through the obstructed area? After placement, was stent position verified? If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Did any section of the device detach inside the endoscope or patient? If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.